Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the no telemetry condition but telemetry was re-established when the device was cut open and a failure mechanism could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) tested out of specification when analysed. The icm is no longer in use. No patient complications have been reported as a result of this event.